Manufacturer narrative:
04/13/1998: g9-MFR report number has been corrected here and in header on page 1.

Event description:
Pt had 2 different drug infusion systems implanted, both resulting in explant due to infections. The first system was implanted in 2/96, explanted in 3/96. Cultures showed staph aureus. The second system, reported here, was implanted in 4/96, and explanted in 7/96. This episode required hospitalization for IV antibiotic treatment of the infection. Cultures showed staph warneii. Pt had experienced excellent pain control with the infusion system, and wants to have another system implanted pending eval by the primary care physician.